Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the screen no longer illuminated. Customer's blood glucose level was 193 mg/dl. Contact indicated the customer has back up manual injections for continued insulin therapy.